Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and insulin pump was under delivering. The customer¿s blood glucose level was 500 mg/dl to 600 mg/dl at the time of incident and current blood glucose level was 280 mg/dl. The customer was treated with insulin pump and manual injection for high blood glucose level. The customer alleged the insulin pump was under delivering because the customer had high blood glucose level even after connected with infusion set and had to treat with insulin pens. The insulin pump will not be returned for analysis.